Event description:
Patient's general condition was critical and he was admitted for the initiation of hemodialysis. On 1/27/92 the patient had a creation of arteriovenous graft fistula of the right thigh using a 6mm gore-tex loop graft. Twenty-four hours later vascular steal syndrome developed and patient was taken back to surgery on 1/29/92 in an attempt to correct the steal syndrome. The graft was narrowed down to 4mm. On 2/1/92 the right foot turned cold again prompting a return to surgery. No embolus or clot was found so a right femoral arteriotomy with 50% occlusion of the gore-tex was performed. Post-op diagnosis was right femoral steal syndrome secondary to gore-tex av fistula. The patient's general status declined and on 2/3/92 he expired. Death was felt to be unrelated to the graftinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.